Event description:
On (B)(6) 2020, a patient was presented with functional mitral regurgitation(mr) for a mitraclip procedure. During the procedure, 2 ntr mitraclips were implanted successfully. On (B)(6) 2021, a redo procedure was performed. One ntr mitraclip was implanted successfully. On (B)(6) 2025, transesophageal echocardiogram revealed single leaflet device attachment(slda) of third mitraclip from posterior leaflet. The patient returned symptomatic with dyspnea, recurrent mr of grade 4+ and fatigue. Per the physician, disease progression of functional mr may have contributed to slda. There was no clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and per physician, disease progression of functional mitral regurgitation may have been a contributing factor to the single leaflet device attachment (slda). The patient returned symptomatic with dyspnea, fatigue, and worsen mitral regurgitation (mr), which were cascading effects of slda. Mitral regurgitation (mr), dyspnea, and fatigue are listed in the mitraclip system instructions for use and are known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
On (B)(6) 2020, a patient was presented with functional mitral regurgitation(mr) for a mitraclip procedure. During the procedure, 2 ntr mitraclips were implanted successfully. On (B)(6) 2021, a redo procedure was performed. One ntr mitraclip was implanted successfully. On (b(6) 2025, transesophageal echocardiogram revealed single leaflet device attachment(slda) of third mitraclip from posterior leaflet. The patient returned symptomatic with dyspnea, recurrent mr of grade 4+ and fatigue. Per the physician, disease progression of functional mr may have contributed to slda. There was no clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and per physician, disease progression of functional mitral regurgitation may have been a contributing factor to the single leaflet device attachment (slda). The patient returned symptomatic with dyspnea, fatigue, and worsen mitral regurgitation (mr), which were cascading effects of slda. Mitral regurgitation (mr), dyspnea, and fatigue are listed in the mitraclip system instructions for use and are known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
On (B)(6) 2020, a patient was presented with functional mitral regurgitation(mr) for a mitraclip procedure. During the procedure, 2 ntr mitraclips were implanted successfully. On (B)(6) 2021, a redo procedure was performed due to worsening mitral regurgitation caused by disease progression. One ntr mitraclip was implanted successfully. On (B)(6) 2025, transesophageal echocardiogram revealed single leaflet device attachment(slda) of third mitraclip from posterior leaflet. The patient returned symptomatic with dyspnea, recurrent mr of grade 4+ and fatigue. Per the physician, disease progression of functional mr may have contributed to slda. There was no clinically significant delay.